Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. A lead migration was confirmed. A lead revision was performed to replace the lead and anchor. Therapy has been restored to the patient.